Manufacturer narrative:
The sample was returned for investigation. Functional testing was performed, and the reported failure was confirmed. A leak was found in the tube. The most probable root cause is that the cassette with leak in the bonding joins was not properly segregate during leak test operation at the moment to re-tested the parts. There were no relevant findings detected in the device history review (DHR).

Event description:
It was reported that there was a hole in the tube. No patient involvement.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07734 is no longer considered reportable, please disregard any MDR reports associated with it.